Manufacturer narrative:
The patient's wife stated that she hadn't noticed a problem with the caster wheel prior to the reported event. She is not sure if it was just loose and rolled off or had come loose over time, but all of a sudden it just came off. She stated that they had the lift 2 years and it was never serviced or checked. The product was not returned for evaluation. The complaint of the caster falling off could not be verified, and the underlying cause could not be determined. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness, and the casters should be inspected for smooth swivel and roll. The patient's wife was referred to a dealer for further assistance. She called the dealer, and they came out and exchanged the lift. She stated that she will make sure that the new lift is properly maintained.

Event description:
The patients's wife stated that the front caster fell off of the 9805p lift when she pushed the legs of the lift under the bed. She stated that her husband was raised up in the sling when the caster fell off. She stated that she was able to break her husband's fall. They both had minor bruising; no medical intervention was required.